Manufacturer narrative:
Additional information - the site had no information on past medical history. The diagnosis of stroke was not confirmed. CT scan of head with no changes noted on (B)(6) 2015. No seizure activity on eeg on (B)(6) 2015. As of (B)(6) 2016, the patient is still in the intensive care unit doing well neurologically. The patient has no residual neurological deficit and reportedly had full recovery. The medical team deemed this as not related to device and could not say it was not related to the procedure with 100% certainty. The future plan is to discharge the patient to rehabilitation facility to wean off the tracheal tube. Most likely cause is the vad implant surgical procedure itself rather than the device use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00348 and 3007042319-2016-00349) submitted for devices related to the same event.

Event description:
It was reported that the patient experienced an "electrical fault" alarm. Log files were sent and a driveline connector cleaning was performed. Prior to the cleaning, the patient was prepped with sublingual ativan and intravenous heparin. Visual inspection revealed contamination on both the controller and the driveline connector. One round of cleaning was completed. The pump was stopped for one minute and the controller was exchanged without issue. The patient tolerated the pump off time well. The last report received indicated that the patient remained hospitalized. Investigation is ongoing.